Manufacturer narrative:
(B)(4)

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as result of having the product implanted the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent substantial physical deformity, and has undergone corrective surgery. Product was used for therapeutic treatment. Per additional information received, the patient has experienced severe pelvic pain, vaginal closure, painful intercourse, vaginal discharge, vaginal leakage and depression.